Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05731. The pt has an ipg and two leads (from the same lot) for off-label use. It was reported, the pt has received low battery warnings on several occasions due to passivation. It was also reported, the pt is not longer receiving adequate coverage. The pt has also experienced symptoms of numbness in the legs, pain in the feet and arms, and tingling in the hands. Allegedly, the pt's doctor determined the symptoms are not related to the scs system. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.